Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 2.0 assay performed on unknown dates on an unknown sample type. Confirmation pcr testing (unknown platform) was performed and generated negative results. Customer inquired as to which result was correct. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
D4, g4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 2.0 assay performed on unknown dates on an unknown sample type. Confirmation pcr testing (unknown platform) was performed and generated negative results. Customer inquired as to which result was correct. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single use; device discarded.